Event description:
Customer reported that they have been having issues with, basically, every tray having needles that aren't attached to the syringes. It's probably about 80 to 90 percent of each tray where we have to attach the needle to the syringe before we can draw our doses.

Manufacturer narrative:
Our evaluation indicates that the overall risk for the reported failure is low. Additionally, no trends related to this issue have been identified during our track-and-trend analysis. However, sol millennium decided to open a supplier corrective action request to the supplier for further investigation of the issue. All actions will be followed in the scar number: (B)(4). Once the scar report is available a detailed corrective action will be shared. This report was initially submitted on 04/09/2025. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.